Event description:
It was reported that the ilet pump displayed ¿unavailable, try again in 5 minutes,¿ followed by multiple ¿restart 42¿ alerts during attempts to announce a meal and again during a rewind, and the user transitioned to subcutaneous insulin pens after contacting their healthcare provider. Symptoms included no reported clinical symptoms, with a reported glucose of 248 mg/dl. Outcomes included temporary interruption of insulin pump therapy and a switch to multiple daily injections. Investigation included troubleshooting with the user and education on interim therapy. Investigation of this case revealed an insulin delivery system error consistent with a current sense failure. It was concluded that the device experienced a malfunction related to insulin delivery sensing, and a replacement was arranged.